Event description:
It was reported that the patient presented in clinic with far-field p-wave oversensing on the right ventricular channel. The device was reprogrammed and remains implanted. The patient was in good condition following the event.